Event description:
It was reported that during a gastric bypass roux-en-y procedure, the blade tip broke off into the patient. The tip was retrieved with graspers. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. However retains were tested and 4 dnf strips were observed, failed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately. The medical surveillance specialist (mss) spoke with the patient on (B)(6), 2010 and obtained the following information. The patient reported that on the evenings of (B)(6), 2010 and (B)(6), 2010, she obtained alleged inaccurate high blood glucose readings with the subject meter while traveling for business. The patient did not recall the specific results obtained on both of those evenings; however, claimed they were high compared to her normal readings that she usually obtained in the "140 to 170 mg/dl" range. The patient stated that she is on an insulin pump. In response to the blood glucose results obtained, she bolused an unspecified amount of novolog insulin. The patient claimed that approximately 1 hour after bolusing (on both those evenings), she began to feel shaky, sweaty, and incoherent. On one of the occasions, the patient claimed she tested her blood glucose with the subject meter at the onset of symptoms and obtained a reading of "44 mg/dl." The patient reported treating herself with glucose tablets on both those evenings, and confirmed she felt better after afterwards. At an unspecified time on (B)(6), 2010, the patient claimed she tested her blood glucose and obtained blood glucose readings of "299 mg/dl" with the subject meter and "229 mg/dl" on her other meter (onetouch ultramini), performed within minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30%. The patient denied taking any action regarding her diabetes management at the time of these tests. At the time of troubleshooting, the customer care advocate (cca) noted that the patient did not have control solution to test the subject meter and test strips. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.